Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00245.

Event description:
It was reported that an inserter and shaft malfunctioned during surgery and would not install the implant struts into the plates during surgery. The struts and plates were removed and replaced with alternative struts and plates, and an alternative inserter and shaft were used to complete the procedure. This led to a surgical delay greater than 30 minutes in length, but there were no reported impacts to the patient. This is report one of two for this event.

Manufacturer narrative:
UDI number: na. The returned distractor was evaluated. Both of the push rod catch springs have fractured causing the push rod catchers to no longer function properly. The springs likely fractured due to many uses over time which caused the material of the spring to weaken and subsequently fracture. A review of the manufacturing records did not identify any issues which would have contributed to this event.